Event description:
It was reported that the lead showed oversensing/noise and pacing was inhibited. As a result, the patient had syncopal episodes, for which the patient presented to the emergency room (ER). The patient stated that when raising their left arm, feeling faint and dizziness would occur. The lead was scheduled to be replaced. Additional information received indicated that there was high impedance, an apparent fracture also noted. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).